Event description:
Breast implants: immediately after implants major back and shoulder pain which causes and immediate adjustment of posture and immediate stretch of muscle numerous times per day. Pain can immobilize if not stretched. After about 8 years, 95% of the breast implant illness symptoms came almost at the exact same time. I explant in 2019. I was not told or provided information regarding side effects prior to surgery, except that contracture or deflate could occur if you got hit which required the implant to be replaced.